Event description:
On (B)(6) 2014 a customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid) on the galileo echo instrument.

Manufacturer narrative:
After review of customer instrument images sample related issues cannot be ruled out. Per (B)(4), review of negative reactions on the echo should be visually verified by customer.